Event description:
A customer reported that during surgery, the micrometer and evacuator were unstable, and that a specific program accepted a maximum optical zone of 6.5. All procedures were completed and there was no report to any pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).